Event description:
It was reported that the patient fell, fractured their head and is now scheduled for full revision. High impedance was seen, and x-rays were performed. The x-rays did not show any anomalies. The provider believed that the high impedance was due to the patients fall. New information received. The patient had pin insertion surgery, the high impedance was resolved. An accessory kit was used during surgery to test the generator. No other relevant information has been received to date.